Manufacturer narrative:
Additional information: no suspect product was received. The customer provided photos were evaluated. The photos show the complaint cartridges and the cartridge tip was observed to be damaged and a clear unknown material was observed on the cartridge tip. Due to no product received, no further evaluation was performed. The complaint issue "product loose particles" was not identified during photo evaluation. The observed "foreign material - loose" is similar to the reported complaint issue. The complaint issue "cartridge tip cracked/damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to oct 9, 2025. Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section e1: complaint reporter last name: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens cartridge (1mtec30) was defective. The issue was identified during a surgical procedure when a small plastic defect was removed from the patient¿s eye; however, no patient injury was reported. This was the second occurrence of this issue on the same day. No further information provided. The issue was reported with two (2) cartridges. This MDR report is two (2) out of two. A separate report will be submitted for the other cartridge.